Event description:
Caller reported blood glucose results of 580 mg/dl on accu-chek system 1, 104 mg/dl and 79 mg/dl on accu-chek system 2 within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
(B)(4). Strips not available for return.